Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was not beeping or vibrating. The customer changed the battery and the problem continued. Ran a self test and the insulin pump did not respond. No further information was provided.